Event description:
This is being filed to report the clip detaching from one leaflet and choral damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to the leaflet anatomy and imaging. Leaflet insertion was confirmed however it appeared in the left ventricular outflow tract (lvot) view that the posterior leaflet was outside the grasp. It was determined that it was likely a broken chordae due the multiple grasping attempts. The clip was then deployed and stable. A second cds was advanced and during multiple grasps, it was noted the first implanted clip had detached from the posterior leaflet (single leaflet device attachment (slda)). The second cds was removed as the leaflets were unable to be grasped. A third clip was placed successfully, reducing mr to 2. Per the physician, the slda was likely due to the thin tethered posterior leaflet. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficulty grasping the leaflets appears to be due to challenging patient anatomy and procedural condition. The reported incomplete coaptation (slda) and poor image resolution were related to challenging patient anatomy. The reported unspecified tissue injury appears to be cascading effects of the difficult or delayed positioning. Additionally, the reported patient effect of unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.